Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during implant, there was a delay in sensitivity values between the implantable device and the programmer. Initially, there was no sensing, so sensitivity was changed. The programmer rf (radio-frequency) head showed all green lights, so the power was cycled on the programmer. There was a two to three minute delay after the programmer was rebooted before the sensitivity details were available. The implantable device and programmer remain in use, and the programmer rf head was replaced. No patient complications have been reported as a result of this event.